Event description:
It was reported that the programming handheld was non-functional. It was stated that it "kept locking up and not working while in the room with the patients." It was reported that the sales representative performed troubleshooting and a hard reset on (B)(6) 2016, although this appears to not have resolved the problems. Additional information was received that the issues had been occurring off and on for a few months prior to the initial report. Clarification was received that the issue encountered was actually an alleged screen freeze issue on various screens which caused them to not be able to successfully interrogate patients or change settings. No patients were affected by the issue as the site has back-up programming systems. Furthermore, the issue was reported to have been isolated to the programming handheld as opposed to the wand, as the wand has been successfully used on other programmers. The suspect handheld has not been received by the manufacturer for analysis to date.

Event description:
Product analysis for the returned handheld device (hhd) was approved on (B)(6) 2016. Analysis was performed on the returned hhd and during analysis it was identified that the hhd would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen batter bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the hhd from powering on. This condition can also cause the hhd to power off intermittently. Further analysis of the hhd also identified that the returned battery was defected and unable to power the hhd for an hour. No further anomalies were identified. Product analysis for the returned software was approved on (B)(6) 2016. Analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.